Event description:
A pulsar-18 t3 multiple peripheral artery stent system was selected for treatment of a severely calcified lesion (stenosis degree: 70 percent) in a moderately tortuous lesion in the popliteal artery. The stent was pushed to the ending of the guiding catheter. During deployment attempted, it was observed that there was no stent. The entire stent system was withdrawn and checked. No stent could be found on the stent system. It was observed that the dislodged stent was at the distal part of the guiding catheter.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Only the stent was returned and subjected to a detailed technical analysis. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned inside a fragment of the guiding catheter used in the intervention. About 17 mm of the stent protrude from the distal end of the guiding catheter fragment. The stent is deformed in its distal portion. Several stent struts penetrate the surface of the guiding catheter fragment from the inside. The fragment has a length of about 32 mm. The fragment is severely deformed over its entire length and was torn or cut off at its proximal end. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. During final inspection, the retractable shaft of every stent system undergoes visual inspection and a 100 percent control of the retractable shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Only the stent was returned and subjected to a detailed technical analysis. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned inside a fragment of the guiding catheter used in the intervention. About 17 mm of the stent protrude from the distal end of the guiding catheter fragment. The stent is deformed in its distal portion. Several stent struts penetrate the surface of the guiding catheter fragment from the inside. The fragment has a length of about 32 mm. The fragment is severely deformed over its entire length and was torn or cut off at its proximal end. The delivery system was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. During final inspection, the retractable shaft of every stent system undergoes visual inspection and a 100 percent control of the retractable shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.